Event description:
The customer observed a false negative alinity I total hcg result on one patient. The sample was repeated with higher results. The negative result was not reported out. The following data was provided: sid (B)(6): first result (01/28, 12:14): < 2.3 miu/ml (negative) ((B)(6)), repeat 1 (01/29, 00:45): 62.87 miu/ml (positive) ((B)(6)), repeat 2 (01/29, 10:05): 33.82 miu/ml (positive) ((B)(6)), repeat 3 (01/29, 12:45): 36.99 miu/ml (positive) ((B)(6)), repeat 4 (01/29, 15:35): 35.39 miu/ml (positive) (((B)(6)).there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6). This report is being filed on an international product, list number 07p51-30, that has a similar product distributed in the us, list number 07p51-31.

Event description:
The customer observed a false negative alinity I total -hcg result on one patient. The sample was repeated with higher results. The negative result was not reported out. The following data was provided: sid (B)(6): first result (01/28, 12:14): < 2.3 miu/ml (negative) ((B)(6)) repeat 1 (01/29, 00:45): 62.87 miu/ml (positive) ((B)(6)) repeat 2 (01/29, 10:05): 33.82 miu/ml (positive) ((B)(6)) repeat 3 (01/29, 12:45): 36.99 miu/ml (positive) ((B)(6)) repeat 4 (01/29, 15:35): 35.39 miu/ml (positive) ((B)(6)) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive alinity I total -hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates the reagent lot is performing as expected for this product. The ticket search by lot and ticket trending review did not identify an increase in complaint activity. The device history record review on lot 65725ud00 did not show any potential non-conformances, non-conformances or deviations associated with the likely cause lot number. The overall performance of the alinity I total -hcg reagents in the field was reviewed using data gathered from customers worldwide. The median patient result for the complaint lot is within the established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity I total -hcg reagent lot 65725ud00.